Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined ¿the connectors are bent. One of the wires slightly moved in the tube. The integrity of the electrical insulation is compromised but it is not dangerous for the patient or the user. The most probable cause is the use of excessive force during the assembly of the insert on the handle, which led to the displacement of the wire and then to the damages on the coating.¿

Event description:
It was reported that the device had a connection defect. There was no reported patient impact. The product analysis found that the insulation was damaged.